Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
For the damaged nerve, the surgeon used a neuropatch with glue. Reportedly, post-op, the patient is experiencing neuropathic left leg pain.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: herniated disc level operated: l3-l4 it was reported that intra-operatively, the product broke at the end. This led to dura breach and possible nerve damage. No fragment of the broken product remained inside the patient.